Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device serial number involved in this complaint was not confirmed and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) clinic, (B)(6) the customer reported that a cardiohelp unit (article number (B)(4); serial number (B)(4)) on loan for training purposes displayed a "battery 2 needs service" error message. Reference: (B)(4).